Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button cover was missing and the switch was damaged. The cause of the non-functional response buttons is the damaged switch. The root cause of the damaged switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response button cover on a patient's monitor fell off. During service investigation, the response buttons were non-functional.